Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer declined to have the battery replaced, as the battery was no longer under warranty. The km did note that the battery was removed, and the power supply was used instead. The km noted that the device was working normally. No further details were provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the device had a battery failure. Per the details noted, the recommended on-site repair was to have the agent repair the battery failure. This investigation is ongoing.